Manufacturer narrative:
D10: 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: a972997. 02-022-45-4040 - truliant tib fit tray cem sz 4f/4t: a543337. 02-023-02-0035 - activite trlnt 3 peg pat 35mm: b424899. 02-029-90-4300 - sterile packed short headed pin: b379348. 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7: 079471. 521-78-23 - threaded pin size 2.3 collared 2pk: b386367. 521-78-31 - threaded pin size 2.6 collarless 2pk: b378986. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the left side. Subsequently, the patient experienced instability. As a result, the surgeon did a poly swap and increased the poly thickness to a 4x11mm ps poly. Patient was last known to be in stable condition following the event. No further information available.